Manufacturer narrative:
This device is expected for return. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported during ongoing use that high threshold values were observed on the right ventricle (rv) lead. Additionally, lead dislodgement was observed through fluoroscopy, and the lead appeared to be in a different position than at the initial implant. A revision procedure took place to reposition the rv lead. It took approximately 30 turns to retract the helix in order to reposition the lead, but once it was repositioned, the helix could not be extended. The physician elected to implant a new rv lead. No additional adverse effects to the patient were reported. The explanted lead is expected to be returned for analysis.

Event description:
It was reported that high threshold values were observed on the right ventricular (rv) lead. Additionally, lead dislodgement was observed through fluoroscopy, and the lead appeared to be in a different position than at the initial implant. A revision procedure took place to reposition the rv lead. It took approximately 30 turns to retract the helix in order to reposition the lead; however, once the lead was repositioned, the helix could not be re-extended. The physician elected to implant a new rv lead. No additional adverse effects to the patient were reported.

Manufacturer narrative:
This lead was returned intact to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/(tissue) around the helix housing, and tissue entwined in the helix. The lead tip/helix appeared intact and undamaged. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported high capture threshold allegation based on normal lead resistance measurements, and inspection showed no conductor fractures. Additionally, the dislodgment allegation could not be confirmed based on lab observations and field report were insufficient to verify dislodgment. The lead tip appeared normal. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors. Patient code 3191 captures the reportable event of surgery.